Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain") and headache ("headaches") in a 33-year-old female patient who had essure (batch no. 927080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominoplasty, augmentation mammoplasty, carpal tunnel release, hernia repair, benign renal neoplasm and thyroid disorder. Previously administered products included for an unreported indication: nuvaring. Concomitant products included celecoxib (celebrex) since 2014, diazepam since 2014, hydroxyzine since 2014, progesterone (prometrium) since 2016 and testosterone cipionate (depo testosterone) since 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6)2014, 1 year 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced headache (seriousness criteria medically significant and intervention required), abdominal distension ("bloating / gastrointestinal or digestive system condition - type: bloating"), emotional disorder ("emotional"), fatigue ("tired"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea"), polycystic ovaries ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("cramping"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on 20-oct-2016. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, back pain, anxiety, depression, abdominal pain lower, emotional disorder, fatigue, mood swings, migraine, nausea and polycystic ovaries outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, emotional disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Lot number added .events added from pfs- dysmenorrhea. Outcome of event abdominal distension was updated to recovering / resolving and event outcome of vaginal haemorrhage, menorrhagia and headache updated to recovered / resolved. Onset date of event menorrhagia, vaginal haemorrhage, nausea, allergy to metals, pelvic pain, abdominal pain, migraine, headache, emotional disorder, mood swings, fatigue and polycystic ovaries were updated. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain") and headache ("headaches") in a 33-year-old female patient who had essure (batch no. 927080) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty, augmentation mammoplasty, carpal tunnel release, hernia repair, benign renal neoplasm, thyroid disorder, menses irregular with excessive bleeding, carpal tunnel release, hernia, ovarian cyst and bleeding breakthrough. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included stomach cramps, vomiting, biopsy, paratubal cyst and dysfunctional uterine bleeding. Concomitant products included celecoxib (celebrex) since 2014, diazepam since 2014, hydroxyzine since 2014, progesterone (prometrium) since 2016 and testosterone cipionate (depo testosterone) since 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 1 year 10 months after insertion of essure. In (B)(6) 2014, the patient experienced headache (seriousness criteria medically significant and intervention required), abdominal distension ("bloating / gastrointestinal or digestive system condition - type: bloating"), emotional disorder ("emotional"), fatigue ("tired"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea"), polycystic ovaries ("ovarian cysts") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), depression ("depression") and abdominal pain lower ("cramping"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, allergy to metals, back pain, anxiety, depression, abdominal pain lower, emotional disorder, fatigue, mood swings, migraine, nausea and polycystic ovaries outcome was unknown, the vaginal haemorrhage, menorrhagia, headache and dysmenorrhoea had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, emotional disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), back pain ("back pain") and headache ("headaches") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominoplasty, augmentation mammoplasty, carpal tunnel release, hernia repair, benign renal neoplasm and thyroid disorder. Previously administered products included for an unreported indication: nuvaring. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), headache (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("cramping"), emotional disorder ("emotional"), fatigue ("tired"), mood swings ("mood swings"), migraine ("migraines"), nausea ("nausea") and polycystic ovaries ("ovarian cysts"). The patient was treated with fluoxetine hydrochloride (prozac) and surgery (salpingectomy (bilateral), hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, back pain, headache, abdominal distension, anxiety, depression, abdominal pain lower, emotional disorder, fatigue, mood swings, migraine, nausea and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, depression, emotional disorder, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, polycystic ovaries and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth and height; essure removal date was updated from (B)(6) 2016 to (B)(6) 2016; abnormal bleeding was specified as abnormal bleeding (vaginal); menorrhagia, emotional, tired, mood swings, migraines, headaches, nausea, nickel allergy, ovarian cysts, abdominal pain were added as event; historical condition added; new lab data provided. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), back pain ("back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, anxiety, depression, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.